Event description:
Austia-moore type prosthesis was fractured. Removed in 2 pieces. Dr. Reevaluated x-rays, noted defect in stem.

Event description:
Additional info received from the MFR on 6/7/00: it was determined that biomet was not the MFR of the subject device. Upon contacting the user facility it was relayed that the implant was marked as follows: f-0229 1 7/8 x 40.